Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high and low glucose alarms were not working with the freestyle libre 2 system. The low glucose alarm therefore, failed to trigger and customer experienced symptoms of shaking, dizziness, hot, clam-y, and lost consciousness. The customer indicated being unable to self-treat, but no further information was provided. There is no report of death or permanent injury associated with this event.